Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va066zz, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that "it wasn't working that well." It was noted the patient had changed stimulation because they spoke to the nurse and was told to go up a "few notches." It was stated that either the patient would get pain or they would go to be and have to go to the bathroom at 11 pm, then 11:35 pm, and then again. It was noted that movement caused stimulation changes. When the patient went from sitting to standing it would hurt their "privates." At the time of the call, it was "okay" because they had turned it down and they were only feeling a "little buzzing." It was noted that only recently had the patient used all four programs. The patient has had this issue since implant and it only helped it they minimized their liquid intake. On the day of the call, the patient had gone to the doctor to do some lab tests and they could barely get out enough. It was stated that the patient had wet the bed a couple of times, but not in a long time. It also was not a full bladder emptying event. In regards to urgency, it was indicated that it was something that first went away when using stimulation and "in a way it got worse." The patient had one incident of urgency and they could not hold it. This occurred a couple months prior and they haven't had an incident since. It was noted the patient had it now where they could feel their scrotum buzzing and they had to turn it down because their penis was hurting, like "pins and needles." A little more than two weeks later, the patient did not think it worked, but had to talk to their doctor about it. It was stated that the patient would "either get no results or got pain in their penis." It had been painful all along. The patient never had therapeutic effect. Stimulation was on program 2 at 3.3v and it did not hurt. It was stated the patient changed to program 4 at 3.3v and increased to 3.5v. Stimulation was comfortable. It was added that the other night, the patient went to the bathroom "like 4 times."

Event description:
It was reported that the patient increased stimulation up too high today and experienced a ¿jolt.¿ it was also stated that there was a reduction in symptoms, but not where the patient wanted it yet. When the patient increased stimulation today, he went to the bathroom ¿like 3 times in an hour.¿ the patient was reportedly lucky before if he went 2-4 hours before going to the bathroom. It was then stated that the patient too miralax and went to the bathroom 2.25 hours ago. The patient increased stimulation from 1.7 ro 2.0 volts on program 2. Additional information received reported that the patient was still having concerns with his device or therapy and was working with the doctor or manufacturer representative.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient's therapy never really worked and they had adjusted it a few times with a patient programmer. The last time a nurse practitioner adjusted it was on (B)(6) 2014 and they tried all the settings and it wasn't working for the patient. It was noted that the patient had nothing but issues.

Event description:
Additional information received indicated that the ¿interstim was not doing much better.¿ it was thought to be due to a lack of education. Since implant, it was stated the patient had gotten better and was doing ¿ok¿ during the day, but not at night. It was stated they had to get up every two hours. This issue had been occurring for ¿weeks¿ and they had not been getting a good night sleep since the surgery and before that. It was noted the patient had some other problems that made the patient stay hydrated and they had been instructed to drink ¿only at thirst.¿ it was stated to have helped. The patient was not drinking a lot during the day. At the time of the call, the patient was on program 4 at 2.7v and the ¿lightning bolt¿ was seen. The patient was able to switch to program 1 at 1.42v.

Event description:
Additional information received reported the patient had received assistance from their doctor or manufacturer representative and their concerns were not resolved. An additional appointment with the doctor on (B)(6) 2014 was noted.